Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years following a transcatheter aortic bioprosthetic valve replacement procedure, at the routine seven-month post-operative follow-up appointment, an echocardiogram was performed and identified mild-moderate transvalvular regurgitation which was a new finding compared to previous imaging. A repeat echocardiogram was planned in six months. There were no reported symptoms, impacts, or complications for the patient, and no additional medical intervention was required.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: d. Suspect medical device: manufacturer name and address h6. Patient code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years following a transcatheter aortic bioprosthetic valve replacement procedure, at the routine seven-month post-operative follow-up appointment, an echocardiogram was performed and identified mild-moderate transvalvular regurgitation which was a new finding compared to previous imaging. A repeat echocardiogram was planned in six months. There were no reported symptoms, impacts, or complications for the patient, and no additional medical intervention was required. Additional information indicated that at the 7-year visit the patient had not reported any symptoms and was ¿very¿ active in the meantime. Additional information was received to report approximately seven years, six months following valve implant, the patient returned for a follow-up echocardiogram which still showed mild-moderate central regurgitation and a mean gradient of 8mm hg. The mean gradient was a reduction from the mean gradient (13mm hg) obtained six months prior. Although the regurgitation is ongoing, the patient was asymptomatic and without limitations; therefore, no treatment was required.

Event description:
Additional information indicated that at the 7-year visit the patient had not reported any symptoms and was ¿very¿ active in the meantime.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.